Manufacturer narrative:
It was reported that, resident required it for wound care, the machine shut off randomly at night at times and pressure was low in the middle of mattress even when set on static when investigated. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that, resident required it for wound care, the machine shut off randomly at night at times and pressure was low in the middle of mattress even when set on static when investigated.